Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 559 mg/dl at the time of incident. The customer did experienced symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump and manual injection. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer received replace battery alarm. Customer did allege the insulin pump was under delivering because they received low battery alarm. Customer also received post-reset ram crc alarm and power loss alarm. They were able to clear the but unable to rewind it. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The high pressure test was failed. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black on (B)(6) 2022 the customer reported high bg (under delivery) and change battery/replace battery alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. No under or over delivery anomalies were noted during testing either. Finally no unexpected post-reset ram crc alarm were noted during testing. Attempt to upload the unit¿s history and trace files using thus was successful. Attempt to upload the patient¿s data using carelink was also successful. No this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was noted during testing, in the device history file, in the long trace file, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 104=low battery occurred (B)(6) 2022 20:39:00, (B)(6) 2022 06:17:00, (B)(6) 2022 08:55:00, & (B)(6) 2022 09:21:00--these alerts are within the expected interval of 2 weeks of one another. The adapt tool lists the following delivery related alerts/alarms around the event date: 100=bolus not delivered occurred (B)(6) 2022 22:11:10, (B)(6) 2022 07:28:34, & (B)(6) 2022 01:23:03. The adapt tool does not list any device errors that could potentially trigger a critical device error whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.